Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary device was not detected on bus for whole drawer and user was unable to recover by normal diy procedures. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary device was not detected on bus for whole drawer and user was unable to recover by normal diy procedures. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the legacy drawer was failed and not detected on bus. A field service engineer checked and replaced the retractor band and swapped the mother board, but there was no change, verified all cables and swapped the original mother board, but the drawer still failed. The fse found that auxiliary matrix drawer 3, was not sensing the shut position. The fse then replaced the controller board on matrix drawer and confirmed the drawer was operational and accessible. Auxiliary drawer 2.1 failed and would not recover, replaced the entire drawer assembly, tested functionality, and rebooted the station to verify successful operation. The system functioned as intended after the field service engineer repaired the device.